Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation, the monitor was powering on intermittently. The cause of the intermittent ability to power on was isolated to corrosion on j1, the battery connector. The root cause of the corrosion was ingress of an unknown contaminant. No adverse event resulted from the defective monitor.

Event description:
While evaluating monitor sn (B)(4) for an unrelated issue, a reportable problem was found. The monitor was intermittently able to power on.